Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was told "lead is not connected or it was shorting out" at a follow up visit. Patient was at the hospital and asked to call medtronic representative to check the device. The lead remains in use per medtronic device implant query (diq). No patient complications have been reported as a result of this event.